Event description:
Procedure type: gastric bypass. According to the reporter: the anvil was separated from the zonda. A linear anastomosis was done instead of circular. No significant delay to operating time (15 minutes), no tissue loss, and no bleeding occurred as a result. No pt injury was reported.